Event description:
Reporter states that he was in a mva because his "blood sugar went low". States that he was taken to the hospital and had to have a feeding tube inserted; after removal, pt states that his voice was distorted.